Event description:
There is an instrument that is used in breast cancer surgery that is very inadequate for its use. There is a new magnetron device being used to identify certain nodes. This device is a from the company surgical dynamics. The instruments are retractors used for retracting. The part number is nf01r. This instrument is plastic, and the reason for the use is for the new magnetron device is similar to a metal detector and to prevent interference with the device this plastic retractor has been put into use for that reason alone. The doctor has informed me that this method has burned patient because this instrument conducts heat and causes electro cautery to arch and burn the patient. The doctor has demonstrated away from the patient how the retractor causes the bovie device to arch and conduct heat. This is a severe safety issue.